Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the that they experienced low blood glucose. The blood glucose was 50 mg/dl at the time of incident. The current blood glucose level was 128 mg/dl. The other relevant blood glucose level was 311 mg/dl. The customer treated with food. Troubleshooting was performed for low blood glucose. The customer also stated that the insulin pump had pump error alarm. Troubleshooting was continuing for pump error alarm and noticed that the customer assisted with performing displacement test and the test passed. The insulin pump will be returned for analysis.